Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error main arm cannot communicate with the motor arm and hal software error detected. Customer's blood glucose level was 119 mg/dl. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer was advised to perform self test and test was passed. It also reported that the insulin pump keeps getting pump error main arm cannot communicate with the motor arm. The device will not be returned for analysis.